Event description:
Hospital user reported that three pt creatinine results reported off of the stat profile critical care xpress analyzer were elevated (1.1 mg/dl vs. 0.8; 2.9 vs. 1.8; 1.7 vs 0.7) compared to another lab analyzer (siemens vista). All quality control results that were reported from the stat profile ccx before and after the pt samples were within acceptance ranges. Nova biomedical technical support performed an on site support call. The root cause for this event was determined by the support specialist to be the creatinine sensor. Nova biomedical investigated the critical care express creatinine sensor (lot 106455) that was returned from the account. The creatinine sensor met the acceptance criteria for whole blood measurements and quality control measurements. Nova biomedical investigated the critical care express creatinine membranes (lot 201234). Retains of the affected lot were utilized for the investigation. The creatinine membranes met the acceptance criteria for whole blood measurements and quality control measurements.